Event description:
Customer reported that 1 unit from a single lot (90991tr2) of coaxial needles were found ot have a bad seal at the bottom of the pouch. Coaxial needles are introducer-type needles assembly intended for a range of biopsy applications of soft tissue. The defect confirmed by the picture supplied from the customer represents a run off seal. In some cases with a run off seal, the pouch is not fully sealed, and therefore the sterile barrier is compromised. The product was not used on a pt. User did not indicate any injury associated with the product.

Manufacturer narrative:
The picture supplied by the customer of the defective pouch is indicative of an occurrence referred to as a run off seal. This is an angiotech-applied seal that did not result in a contiguous seal. There were no non-conformances associated with the batch records, and the sealing equipment was run within all the validated settings. The sealer uses a conveyor to present the pouch to the sealer bar, and there are no mechanisms currently in place to assure the pouch does not enter the sealer at an angle. It has been noted, there is potential for a pouch to enter the sealer at an angle, which may result in the angled run-off seal as reported in the complaint. The sealing equipment's MFR conducted an on-site evaluation on august 3-5th and determined the equipment was functioning as designed, though has the potential to produce a run-off seal due to its current configuration and design limitations. We have increased operator and inspector awareness of the potential of the run-off seal during their inspection. Also, the mfg engineer will install a validate a sensor system that will identify if the pouches are not straight in the sealing equipment. The equipment will go in reverse, and sound an alarm when a pouch is not straight. A reset button will need to be pressed in order for the process to continue.